Event description:
It is reported that a customer was actively bleeding when they changed their infusion set. The patient's blood glucose level was unknown at the time of the call. The customer stated that their infusion set was painful so the customer changed the set and found blood on the site. The set was located on the customer's abdomen. The customer was advised to send the sets back for analysis. The customer did not have time to trouble shoot the issue and hung up the phone. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir and checked o-rings/stopper groove for anomalies and none were found. Occlusion test was completed as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into insulin pump. Conclusion: reservoir not leaking.